Event description:
I was wearing contacts for about a year and used renu to clean my contacts. On 07/27/05, I went to the emergency room for severe pain, redness, watering and swelling in my left eye. The following day I began seeing an eye specialist for the treatment of a severe eye infection and continue to be taking anti-fungal therapy. My left eye has permanent scarring and blurred vision.